Event description:
It was reported that the patient presented in-clinic after having a syncope episode. The patient was dependent capture threshold was observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.